Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the device's event history log. Three accuracy tests were conducted for functional testing. Upon review, the reported problem was unable to be duplicated as the device was in the published accuracy specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the biometric accuracy test twice. Patient involvement is unknown.